Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received, by medtronic. Indicated, that the customer called, for assistance with pairing the pump back to the minimed mobile app on his phone to retrieve pump settings. The customer also reported, experiencing low blood glucose, since getting out of the hospital stay, for heart-related issues. Blood glucose value at the time of the event was not provided. The customer was treated with a carb intake of fruits and candy. Troubleshooting was performed. Assistance was provided to the customer. And they successfully paired back to the app. Also, compared the pump setting to the care link report from (B)(6) 2023, and they all matched. The customer reported, the insulin pump was exposed to a strong magnet. The customer had worn the pump for cat scans and x-rays. Performed a displacement test and the pump completed the steps in the displacement verification table successfully. The customer with continue using the devices. And no products will be returned for analysis.